Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis. The harmonic ace instrument was analyzed and found to have a teflon pad damage to the clamp arm. A piece approximately 0.063" x 0.024" in size was missing and not returned with the instrument. Further investigation found mechanical indentation damage on the blade. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace (ha) instrument was damaged. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.